Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and correction to previously submitted report. Updated fields: h4. Corrected fields: h6 (investigation findings), h11 (root cause). Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material on the air water cylinder and tube and dirt on the objective lens causing the image to have a stain and poor quality. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be established but is most likely traced to failure to follow instructions when cleaning the device of white foreign material from products that contain silicone. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.